Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that during the device's pre-use inspection, the evis lucera elite colonovideoscope displayed error code e315 (scope error message) and an insufficient angle reduction. The intended diagnostic procedure was for a regular patient checkup. There were no reports of patient harm associated with this event. The procedure was completed with another similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, and correction to h4 and h10 of the initial medwatch. Information inadvertently left off of initial mw in h10 identifies the customer determined not to repair this device and will not send the device back to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 (scope error) could not be determined as the device was not returned. Olympus will continue to monitor field performance for this device.